Manufacturer narrative:
Follow-up #1 and final report submitted to update the serial number and sections based on the results of investigation. The hd long was release black stuff when in use. Pka procedure, completed successfully with the robot. While completing a pka surgery, the surgeon was burring the tibia when he noticed ¿black stuff¿ coming out of the hd long. The surgeon was able to clean the ¿black stuff¿ out of the joint so there was no patient harm. There was no delay in surgery. Product evaluation and results: no apparent obstructions were observed at the distal end of the hd long attachment. No observation of damage or handling issues with the attachment. Scratches on the outer housing are typical with use of the end effector used with the anspach motor. Dimensional inspection not performed as the anspach hd long attachment is an OEM product. Tolerances are unknown. The burr was able to be inserted into the hd long attachment. The hd long attachment with burr was connected to an anspach motor and tested. The failure mode of visible black residue could not be replicated. Product history review: not performed as the device is an OEM product. A review of complaints in catsweb and trackwise related to p/n 110920, lot number j31310868006 shows no additional complaints related to the failure in this investigation. The reported failure of hd long attachment could not be reproduced. The failure mode is not confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Cleaning/maintenance instructions are included with the OEM (anspach) labeling. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Today during a right medial partial knee with dr. (B)(6) at (B)(6) the anspach kept cutting out power. We were able to finish the case with no delay and no patient harm or intervention needed. The hd long was also putting out black liquid after it was taken apart so I will need a replacement for that as well.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today during a right medial partial knee with dr. (B)(6) at (B)(6), the anspach kept cutting out power. We were able to finish the case with no delay and no patient harm or intervention needed. The hd long was also putting out black liquid after it was taken apart so I will need a replacement for that as well.